Event description:
Bilateral breast augmentation 1971 with gel implants. Replacement with gel implants 1981 - (smaller). Has had multiple cysts since that time. Biopsy breast 1 yr ago - normal. Pe = class IV capsules bilaterally with tenderness in both areas. Has undergone closed capsulectomies in past. Unusual scarring in center or chest between breasts from previous basal cell cancer. 2001 pt underwent bilateral capsulectomies and implant removal. Rt implant was ruptured. Lt implant intact. Pt also underwent bilateral mastopexy.